Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, the balloon ruptured below rated burst pressure. The device was completely removed by simply pulling out from the patient's body. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.